Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated the pump was warm to the touch, and the battery was hot upon removal. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: the black box review shows evidence of drastic voltage drops on 05/16/2013 after a two hour stuck of vp leading to a ¿low battery¿ warning. A discharged replace battery was retuned. A new battery was used, pump powers ¿on¿ and displays ¿verify¿ screen. The pump was primed and exercised, no alarms or overheating occurred during testing. 3-external power supply was used, all currents drawing were found within specifications. The pump was opened and inspected, no intermittent condition or moisture was found to the power circuit or flex.